Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on analysis completed (B)(6) 2019. It was reported a blazer prime xp ablation catheter was selected for use during an atrial flutter ablation procedure. During the procedure, the steering control of the tip broke, and the catheter was no longer steerable. There were no patient complications. However, returned device analysis revealed broken adhesive in ring 1 and ring 2 and body fluid ingress. Visual inspection of the returned device found a kink at the distal section approximately 1.3 cm from the distal tip. There was broken adhesive in ring 1 and ring 2. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The left curve failed curve testing; the right curve had an irregular shape due to the kink at the distal section. X-ray revealed a bent center support in the same location of the kink at the distal section. A steering wire partially detached from the center support due to a broken solder joint. The distal end was dissected and body fluid was found within the distal end. The kevlar wrap was found retracted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.